Event description:
Drive devilbiss healthcare was notified by a healthcare facility of an incident involving a wheelchair. The facility reported that the back upholstery of the wheelchair ripped during use, causing the end user to fall from the chair. As a result of the fall, the end user was transported to a hospital where a CT scan confirmed a concussion. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.